Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during the implant of their implantable cardioverter defibrillator (ICD) the surgeon punctured their breast implant. The patient also reported that the breast implant will need to be replaced. Follow-up was done for additional information; however, multiple attempts were unsuccessful. The ICD remains in use. No further patient complications have been reported as a result of this event.